Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing baclofen (dose and concentration unknown). The indications for use included intractable spasticity and cerebral palsy. On (B)(6) 2016, it was reported that the patient experienced intermittent withdrawal and overdose symptoms. It was unknown when the symptoms began. Historically, the patient's mother thought that the patient never received effective therapy from the system. The pump was turned off at one point, but the cause was not identified. The physician discussed the possibility of loculations forming at the catheter tip, which could cause the patient to experience lack of effect followed by a bolus effect when the drug is released from the loculation. It was unknown if the patient's dose had ever been increased. A catheter revision was scheduled to take place on (B)(6) 2016, and future treatment options were to be discussed with the physician.

Event description:
Additional information received reported that the cause of the symptoms was not determined. The pump had been stopped by another physician for a six hour period the previous week. The physician replaced the pump in case the tubing was damaged by stopped pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump had been used to deliver baclofen (2000 mcg/ml at 649.8 mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.